Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018. Impactor broke whilst in use. There was no jnj representative present at this case, rep has spoken to the cn of that theatre and all of the parts were recovered and discarded (it split down the middle). There was minimal delay as the surgeon just used another tibial impactor. Nil ae to the patient.